Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 120 mg/dl. Pump history was reviewed. There were no bolus or bg issues were identified. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
Pump data logs were reviewed by tandem quality engineer on (B)(6), 2023. The logs were reviewed from (B)(6) 2022. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. Two instances of 999 grams were found, one on the (B)(6). In each case, the pump screen is successfully unlocked followed by a entering the bolus screen where the patient is able to enter their blood glucose (bg) or carbohydrates. In each case, the entry of 999 carbs is recorded as well as 33.3 mmol/l. In both cases, the user corrects the entry for carbohydrates and bg before delivering any bolus for the amount for the incorrect amount. Complaint could not be confirmed.